Event description:
The pt reported that the 'up' arrow button has become intermittently unresponsive and requires several presses to elicit a response. The pt denies exposure to moisture.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.